Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failed the electrical continuity test. The conductor wire was dislodged from the conductor pin on the energy instrument identification board, inside the housing on the proximal end. The conductor wire length measured 7.3 cm which is in the manufacturing specifications. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An image associated with this reported event was submitted for review. However, the image showed no details that could relate with the reported complaint. There was no damage shown in the picture.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Review of the provided image is consistent with the customer reported complaint, showing the distal tip of the bipolar energy instrument. The cause of the failure cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the maryland bipolar forceps instrument did not cauterize and had insufficient energy. When using coagulation, after opening the jaws of the instrument, the tissue did not fully cauterize and opened a wound that bled. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.